Event description:
It was reported that tip detachment occurred. The target lesion was located in the left circumflex coronary artery. An opticross hd was used. During preparation. The catheter was fractured or the tip was folded in half. The procedure was completed with another of the same device. There were no patient complications reported and patient was stable.

Manufacturer narrative:
The device was returned for analysis. A visual and microscopic inspection revealed no damage to the distal tip or guidewire exit port assembly. No detachment or any other damage was noted during visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left circumflex coronary artery. During preparation of an opticross hd the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient was stable.